Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a premature ventricular contraction ablation procedure, an introducer leak occurred. The sheath was in the left ventricle and when the catheter was replaced, blood was noted to be leaking from the hemostasis valve. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.